Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that during a revision hip case, the surgeon put a 36 mm head into a 32 mm cup. The patient was being revised because the stem had fractured. The cup was not in need of revision. The stem and head were replaced. It was discovered post-operatively that incompatible sized head was used. The surgeon revised the patient this record relates to the revision due to the wrong sized head being implanted.

Manufacturer narrative:
An event regarding an off-label application of an unknown head (36 mm) and an unknown liner (32 mm) was reported. Conclusion: based on the provided information it has been determined that this event is associated with an off-label application. A 36 mm head is not compatible with a 32 mm liner. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that during a revision hip case, the surgeon put a 36 mm head into a 32 mm cup. The patient was being revised because the stem had fractured. The cup was not in need of revision. The stem and head were replaced. It was discovered post-operatively that incompatible sized head was used. The surgeon revised the patient this record relates to the revision due to the wrong sized head being implanted.